Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable albumin bcp results from the cobas pure c 303 analytical unit. The initial result was 27g/l. The sample was then sent to another lab as part of the networks iqap and was retested on a cobas c 701 with a result of 37.3 g/l. This result was believed to be correct, and the reported result was amended. An edta sample from the same venipuncture of the patient was teste,d and the result was 40 g/l.

Manufacturer narrative:
The quality control data was acceptable on the day of the event. The analyzer alarm trace did not contain any conspicuous error messages. Analyzer hardware checks were acceptable. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.